Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (health effect - impact code, health effect - clinical code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient age at time of implant and congenital heart disease. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (device code).

Event description:
It was reported that a patient with a 21mm 11060a konect aortic valved conduit, implanted in the pulmonic position rv to pa, underwent a valve-in-valve procedure after an implant duration of three (3) years, seven (7) months due to stenosis. The patient is asymptomatic. An attempt was made to fracture the valve sewing ring without obvious fracture prior to implanting the transcatheter valve. The procedure was performed with a 20mm 9750tfx transcatheter valve successfully. Patient tolerated the procedure well and was in stable condition and was discharged pod#1.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11060a konect aortic valved conduit, implanted in the pulmonic position rv to pa, has been scheduled for a valve-in-valve procedure after an implant duration of three (3) years, six (6) months due to insufficiency.